Event description:
It was reported per field service report-symptom: pump suddenly stopped pumping and had system reset message on display during transport. Pump restarted ok. Findings/action taken: could not duplicate problem. Replaced central processing unit board and calibrated. Let run for 1 1/2 hours. Performed electrical safety tests. Checked operation.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.